Event description:
It was reported by customer that he had been hospitalized for low blood glucose levels on (B)(6) of 2014. Customer was given intravenous insulin drip while in the hospital and blood glucose level was 68 mg/dl at time of admission. Advised customer to disconnect from the device. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Customer stated they hit their head while event occurred and visited the hospital for stitches. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).